Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00630505032, liner, lot # 62718433, item # 00620005222, cup, lot # 62753286, item # 00877503204, head, lot # 2718902.

Event description:
It was reported that a patient has been noted to have leg length discrepancy due to incorrect implant size. The patient is experiencing pain. Attempts have been made, and no further attempts have been made.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00246. 0001822565 - 2019 - 01401.

Event description:
No further event information available at the time of this report.